Event description:
It was reported that patient had left tha revision due to femoral periprosthetic fracture. Stem, liner and head where exchanged.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left abg modular stem #5. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.